Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-apr-2018 with the following findings: during the investigation, the battery compartment was found to be cracked. The display was also found to be dim/pink. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Animas corporation (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a cracked/damaged battery compartment with a dim/pink display. This report is made based on the results of the investigation completed 20-apr-2018.